Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, adenomyosis and uterine hypertrophy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("fatigue"), abdominal distension ("excessive bloating"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date: (B)(6) 2010 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the uterus is normal in size and shape. The uterus is noted in anteversion. The right and left fallopian tubes are successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- lot number, medical history, reporter, lab data added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, adenomyosis and uterine hypertrophy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("fatigue"), abdominal distension ("excessive bloating"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date: (B)(6) 2010 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the uterus is normal in size and shape. The uterus is noted in anteversion. The right and left fallopian tubes are successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') and genital haemorrhage ('abnormal genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("fatigue"), abdominal distension ("excessive bloating"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date: (B)(6) 2010 (discrepancy noted). Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received. Events per pfs: eves per pfs: genital bleeding, dysmenorrhea, abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("fatigue") and abdominal distension ("excessive bloating"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.